Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of failure to delivery mitraclip to the intended site and mitral regurgitation as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. It should be noted that per mitraclip instructions for use which states: do not make substantial clip arm orientation adjustment in the left ventricle. Clip entanglement in chordae may result in cardiac injury and worsening mitral regurgitation; and may result in difficulty or inability to remove the clip, and conversion to surgical intervention. All available information was investigated, and the reported improper or incorrect procedure or method is due to use error as the clip arm perpendicularity was achieved at ½ cm which then resulted in the reported entrapment of device component. The reported difficulty positioning the dc shaft is due to procedural circumstances and challenging patient anatomy. The reported foreign body in patient and unchanged mr appears to be due to entrapment of device component. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for clip entanglement in chordae. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed posterior leaflet and a large p2 flail. A mitraclip was advanced to the left atrium, however after steering down to the mitral valve, additional height was required, upon which the a-knob was turned one full turn. Once perpendicularity was achieved, with less than 0.5cm height above the mitral valve, the clip was advanced into the left ventricle. However, the clip ended up lateral to the intended position and got caught in the subvalvular chordae. Troubleshooting attempts were made to free the clip, however were unsuccessful. The clip was deployed in the chordae. Post procedure mr remained at 4+. It was reported that the patient will undergo a mitral valve replacement, however it has not been planned at this time. No additional information was provided.